Manufacturer narrative:
On 26-jan-2016, an fse visited the customer to address the reported event. During the visit the fse recovered the maxia folder from the old hard drive and loaded it onto the new system. The fse setup the novi backup and the customer will run bod and qc tomorrow. The aia-2000 is functioning as intended with all errors cleared. There was no further action required by fse. The most probable cause of the reported event was the computer. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported the software is not coming up on the computer screen on the aia-2000 analyzer. The customer reports that the monitor screen is black and waiting for signal". The customer reports that cable connections have been checked, the power light is orange, the upc light is green and the instrument light is blinking green. The customer is unable to run lh2, bhcg and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lh2, bhcg and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.